Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3389s-40, lot# v867003, implanted: 2012-(B)(6), product typ lead product ID 3389s-40, lot# v878959, implanted: 2012-(B)(6), product typ lead. (B)(4).

Event description:
It was reported there was an impedance issue with a low out of range impedance value. The patient was having their initial programming session and 0-3 pair was 99 ohms. Other imped: c0=468, c1=1308, c2=1149, c3=468, 01=1364, 02=1168, 12=1684, 13=1318, 23=1112. They had not done any threshold testing yet so they planned to do that and see what programming seemed to be effective for the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.